Event description:
It was reported that during testing conducted at the user facility the device trigger was sticking, a condition in which the device has the potential to run without user activation. It was confirmed during testing conducted at the manufacturer facility that the trigger of the device was sticking or not returning to the home (not engaged) position, causing the device to continue to run after the trigger was released. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.